Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected use error. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause could not be determined, since it is unsure why the patient had a breach in aseptic technique.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a consumer from (B)(6) of break in aseptic technique, fever and peritonitis in a home patient (hp). On an unreported date, the hp experienced a break in aseptic technique. On (B)(6) 2012, the hp was diagnosed with peritonitis manifested by cloudy effluent, abdominal pain and fever. The cause of the peritonitis was the break in aseptic technique. On (B)(6) 2012, the hp was hospitalized for the event. On an unreported date, treatment was started using paracetamol tablets (500mg) (route and frequency not reported) for fever, vancomycin(500mg) (route and frequency not reported), tramadol (50mg) (intravenously, frequency not reported), and a pd solution of amikacin (25mg/lit as loading dose then 12 mg/lit as maintenance dose, route not reported). It was not reported if the hp recovered from this peritonitis event. The hp was retrained on proper aseptic technique on (B)(4) 2012.